Manufacturer narrative:
The device was not returned for evaluation; therefore a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. The exact rpn is unknown but it was confirmed via customer sales history that the device in question was either a gepd-7-3, gepd-7-5 or gpds-5. Therefore, gpds-7-5 was used for this complaint for logging purposes. According to the instructions for use, the potential complications section of IFU states the following "those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, stent migration". The precaution section of the IFU states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended". Gepd-7-5 devices are intended for single use only and are used to drain obstructed pancreatic ducts. Prior to distribution, geenen pancreatic stent devices are subjected to 100% inspection to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. As the device was not returned for evaluation the root cause cannot be conclusively determined. The patient did not require any additional procedures due to this occurrence. The patient was hospitalized for further monitoring. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A quality engineering risk assessment was raised for this incidence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook plastic stent [actual product number unknown]. On the morning of (B)(6) 2016 the physician observed the abdomen and pelvis of the patient and noted a small amount of free fluid enveloping the right hepatic iobe. Mild biliary dilation consistent with post cholecystectomy state and a mild ileus. The patient subsequently had a hida scan that was reportedly positive for bile ieak. Gi was consulted and the patient underwent ercp. The pancreatic stent placed during ercp migrated up the pancreatic duct. The physician was unable to retrieve the stent. Patient was hospitalized for further monitoring.